Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an helium transducer not calibrated" message on the pump screen. There was no report of harm or injury to the patient.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: d1, d4 (version or model, catalog, UDI). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse calibrated helium transducer to resolve issue. Preformed unit checkout. Unit passed all functional and safety testes. The equipment works to manufacture¿s specs.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9, h6 investigation findings.